Event description:
Journal article received: bipolar hip arthroplasty, journal of arthroplasty, 2011 dec; 26(8):1455-9 -qing chang, md, shubing liu, md, changyong guan, md, fangyuan yu, phd, shenguang wu, phd, and changliang jiang, ms. This retrospective study was to compare hip arthroplasty with internal screw fixation in the repair of intertrochanteric fractures in elderly patients with osteoporosis. The study included 112 patients of which 70 received hip arthroplasty ((B)(6) years) and 42 underwent plate-screw fixation ((B)(6) years). There were 2 dislocations in the arthroplasty group and 5 internal fixation failures. It is unknown if these are synthes devices. See journal article attached this report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis PMA / 510 (k): could not be determined without a part number investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number